Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell, and the touchscreen became shattered and a partially unreadable. Customer had elevated blood glucose levels (340 mg/dl). Customer stated that they have a back up pump to stabilize blood glucose levels and for continued insulin therapy.